Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed redness and drainage under the sensor patch. On june 20, 2022, the patient experienced burning sensation and weeping in the reaction area and went to the urgent care. The patient was seen by a healthcare personnel (hcp) who prescribed ketoconazole and hydrocortisone topical cream once or twice a day for one to two weeks and cefalexin 250 mg tablets every 6 hours. At the time of the report, the patient stated the reaction area has dried up and already healed. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.